Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown implanted: explanted: product type lead.

Event description:
Day 8 of advanced evaluation. The patient reported that they had blood on the pad, and believed that the wire might have moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.